Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into a patient's eye. The surgeon indicated there may be premature cataract, loss of ecc, chronic glaucoma with a hyperopic iol patient with a deep anterior chamber with an icl implanted uneventfully with no problems for an initial couple of years. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - loss off endothelial cell count loss. Claim# (B)(4).